Event description:
It was reported that a patient underwent a surgical procedure and a drain was used. During the procedure, it was very difficult to remove the plastic sheath that protects the tip of the needle of the drain. The physician had to cut it to remove it. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The trocar's sleeve was removed easily and smoothly. No defects noted.